Event description:
The user had an uncontrollable infection with pronounced wound dehiscence and implant exposure. The device was explanted and re-implantation will be considered at a later time.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had an uncontrollable infection after implantation with pronounced wound dehiscence and implant exposure. The surgical wound never healed properly. The device was explanted and re-implantation will be considered at a later time.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely an uncontrollable infection after implantation with pronounced wound dehiscence and implant exposure. The surgical wound never healed properly. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. This is a final report.